Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer¿s insulin pump alarmed replace battery now. Customer did not receive a low battery alert prior to the replace battery. It was noted that this issue has occurred multiple times and the device is being returned for analysis. Customer¿s blood glucose reading is unknown.

Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit was received with operating currents within specification. Unit passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Power graph analysis confirmed power loss, replace battery now alarms and an abnormal loaded voltage (vlith) at the power management graph due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Unit was received with cracked keypad overlay at select button. Unit was received with minor scratched display window, case and keypad overlay.